Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The DHR was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. However, the reported event possibly occurred by the following mechanism: mechanism 1: 1.a bending force was applied to the needle tube when piercing the hard body tissue during the procedure. This caused the needle tube to bend excessively. 2. When the needle slider was pulled, a force was applied to the needle tube in a direction to make it straight. This caused the needle tube to break. Mechanism 2: 1. A bending load was applied to the needle tube when inserting the endoscope or removing it from the tray, and the needle tube bent significantly. 2. A load was applied in the direction of straightening the bent needle tube, causing it to break. The following information is stated in the instructions for use which may have prevented the event: "when inserting the instrument into the endoscope, the distal end of the needle tube may be bent. When piercing the target, confirm the distal end of the sheath and needle tube in the endoscopic field of view and/or ultrasound image while considering such bending. Otherwise, patient injury such as perforation, bleeding, or mucous membrane damage may occur. Do not try to straighten a bent or deformed needle with your hands because the needle may break. Use a spare needle instead." Olympus will continue to monitor field performance for this device.

Event description:
The customer reported the single use aspiration needle broke inside of a metal sheath during a therapeutic endobronchial ultrasound procedure with vizishot-2. The issue occurred when the doctor was jabbing with the needle. The needle was removed and the procedure was completed with a similar device. No parts or fragments fell inside the patient. There was no reported patient harm or impact due to this event.

Manufacturer narrative:
This MDR is being submitted as part of a retrospective review and remediation effort based on enhancements made to the company¿s MDR and complaint handling processes. Capas have been opened to manage the actions that are being taken to remediate this issue and ensure any required MDR reporting is completed. This event is under investigation. A supplemental report will be submitted upon receiving additional information.